Event description:
It was reported patient underwent bilateral total knee arthroplasty, right in 1997 and the left (B)(6) 2003. Subsequently, patient alleges stiffness, aches and audible noise in her right knee. A right revision procedure was performed (B)(6) 2013 due to poly wear. The bearing, tibial tray, femoral and patella components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.